Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 30 hz and total laser energy 60w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. During the procedure, an incidental urethral stricture was found and urethrotomy was performed concurrently to address the stricture issue, but it was noted that patient had a recurrent stricture of the bulbar urethra. Urinary catheter was placed on the procedure date and removed one day post procedure. The patient discharge medications included colace for constipation prophylaxis, and proscar for bph symptoms prophylaxis. The patient experienced bladder neck stenosis one hundred-thirteen (113) days after the procedure and also incontinence two weeks post procedure. The patient symptoms were reported to be non-serious and resolved. Thulium laser incision of urethral stricture, bladder neck stenosis with cystolitholapaxy, and the catheterization were performed to resolve the reported patient symptoms. The study facility assessed the recurrent stricture of the bulbar urethra as not related to the holep procedure and not related to the device, and the incontinence symptoms as possible related to the holep procedure and not related to the device.

Manufacturer narrative:
G1 information corrected there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent a holmium laser enucleation of the prostate (holep) study procedure for the treatment of benign prostatic hyperplasia (bph). The console setting used for the procedure showed pulse length long, pulse energy 2 joules, pulse frequency 30 hz and total laser energy 60w. The fiber was not stripped or cleaved. There were no other accessory devices introduced into the patient body during the procedure. During the procedure, an incidental urethral stricture was found and urethrotomy was performed concurrently to address the stricture issue, but it was noted that patient had a recurrent stricture of the bulbar urethra. Urinary catheter was placed on the procedure date and removed one day post procedure. The patient discharge medications included colace for constipation prophylaxis, and proscar for bph symptoms prophylaxis. The patient experienced bladder neck stenosis one hundred-thirteen (113) days after the procedure and also incontinence two weeks post procedure. The patient symptoms were reported to be serious and resolved. Thulium laser incision of urethral stricture, bladder neck stenosis with cystolitholapaxy, and the catheterization were performed to resolve the reported patient symptoms. The study facility assessed the recurrent stricture of the bulbar urethra as not related to the holep procedure and not related to the device, and the other patient symptoms as possible related to the holep procedure and not related to the device.